Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with meropenem injection (1 gm, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. A day after the event onset, pd therapy was stopped and the pd catheter was removed. On an unreported date, the patient was switched to hemodialysis twice a week. No additional information is available.

Manufacturer narrative:
Additional information : upon follow-up, it was reported that the patient was discharged six days after hospital admission. At the time of this report, antibiotic treatment was stopped and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.